Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 468 mg/dl and current blood glucose value was 135 mg/dl. The customer was treated with pump. The customer declined the troubleshooting for the high blood glucose. The customer was advised to monitor and callback if issue persists. The insulin pump will not be returned for analysis.